Event description:
A compatibility issue was reported with an abbott diabetes care (adc) application in use with a xiaomi (B)(6)phone with android version 13 operating system. Customer was unable to access their freestyle librelink account and was unable to monitor glucose with sensor readings. As a result, customer experienced "malaise", "sensation of heaviness in legs", "difficulty breathing", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint. Per smartphone compatibility information, with use of application, the customer's xiaomi (B)(6). Phone with android version 13 operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A compatibility issue was reported with an abbott diabetes care (adc) application in use with a xiaomi 23108rn04y phone with android version 13 operating system and app version 2.11.2.1107. Customer was unable to access their freestyle librelink account and was unable to monitor glucose with sensor readings. As a result, customer experienced "malaise", "sensation of heaviness in legs", "difficulty breathing", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported incompatible device. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.